Event description:
The pump was explanted due to infection. The primary location of the infection was the device pocket. The patient did not have meningitis. Patient's symptoms included redness and pain. The patient was given both IV and oral antibiotics. The infection resolved. The patient risk factors included a debilitated status and post-op would or skin contamination. The medication being delivered via the device system was not reported.